Event description:
It was reported that during a laparoscopic sleeve gastrectomy case, the surgeon loaded the stapler and was ready for firing. During firing the firing knob went half the way, then locked and no staples were applied, as if no firing happened. After the surgeon changed the reload the stapler worked perfectly. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Did the device cut? Did the device cut, but there was no staple line? Or, did the device fully fire and stop during the automatic knife return? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open?.

Manufacturer narrative:
(B)(4) date sent: 2/23/2022 additional information: according to the information received, during a laparoscopic sleeve gastrectomy case, the surgeon loaded the stapler and was ready for firing. During firing the firing knob went half the way, then locked and no staples were applied, as if no firing happened. After the surgeon changed the reload the stapler worked perfectly (ecr60g). An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device r4172p, and no non-conformances were identified. 1. Did the device lock-out (no staples deployed and no cut line started)?: the device started the firing process, but without deploying any staples or cutting and then locked out. 2. Or, did the device start to deploy staples and cut but could not be completed (partially fire)?: the device started the firing process, but without deploying any staples or cutting and then locked out. 3. Did the device cut? No. 4. Did the device cut, but there was no staple line? No. 5. Or, did the device fully fire and stop during the automatic knife return? No, after locking the knife was reversed and stapler was opened. 6. Was there any difficulty opening the device?: no. 7. If yes, how was the device removed from the patient?: n/a. 8. If yes, did the jaws eventually open?: n/a.